Manufacturer narrative:
(B)(4). A logistics officer from the customer's facility advised that he had tested their device and quik-combo therapy cable assembly with a simulator and that he was able to duplicate the reported issue when pulling the cable away from the device. Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio tested the device with the quik-combo therapy cable assembly from the event, physically pulling and manipulating the cable in multiple directions, and no discrepancies were observed. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The therapy electrodes from the event were not provided to physio for examination. Through analysis of the electronic patient record from the event, physio confirmed that there was a 5 minute and 18 second portion of the record where the device lost connection and showed dashed lines (---); however, the cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that during a patient event their device showed dashed lines (---) while in paddles lead ECG, which indicates that their device was no longer detecting that the patient was connected. Without a connection in paddles lead ECG, the device may not be able to defibrillate, if it were necessary. The patient, a 30 year-old female, was found unconscious and unresponsive. The event was unwitnessed and it is unknown for how long the patient was down before medical personnel (ems) arrived and began care. Upon arrival, ems immediately began providing CPR and the patient was connected to their device via a quik-combo therapy cable and therapy electrodes (brand unknown). The device showed that the patient was in asystole. Additionally, ems personnel observed the patient to be in asystole throughout all pulse checks. Multiple times throughout the event, ems personnel also had to suction blood and/or vomit from the patient's airway. At the scene of the event ems personnel found an empty bottle of alprazolam that had been recently filled (contents greater than 100 pills). The electronic patient record from the event showed a 5 minute and 18 second segment where the connection to the patient was lost, as annotated by dashed lines (---); however, the connection was restored. Both prior to and following the loss in connection to the patient, the patient's rhythm remained in asystole. Ems personnel advised that a backup device was available, but was not used as it was not needed. No shocks were delivered to the patient during the event. The patient was transported to a local hospital. The patient's condition did not improve prior to arrival at the hospital. The patient did not survive the event. The customer, a paramedic, advised that the device use did not contribute to the patient outcome. The paramedic's opinion was based on the fact that the patient was in asystole throughout the event. Additionally, the event was unwitnessed (so the patient's downtime was unknown) as well as suspected drug overdose. Also a backup device was available for use if necessary.